Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the pump supplies were changed to address the issue. The customer loaded cartridges with cold insulin and did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 226-390 mg/dl.